Event description:
It was reported that the patient was found to have a mild stent stenosis at a follow up angiography. The patient was asymptomatic. No other complications were reported with the patient.

Manufacturer narrative:
The devices will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipelines involved: model#: fa-77450-12; lot#: not reported; dom: n/a; exp: n/a. (B)(4).